Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was placing the guidewire through the trocar it began to unravel and broke in half. The trocar and the guidewire were removed. It was reported nothing fell inside the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was placing the guidewire through the trocar it began to unravel and broke in half. The trocar and the guidewire were removed. It was reported nothing fell inside the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the guidewire found it to be placed through the otn sheath. Both ball welds were present on the ends of the guidewire. The core wire was broken and coil wire was unraveled. Additionally the core wire was found to be broken at the transition from round to flat. The flat portion of the broken core wire was found to be bent adjacent to the fracture. The condition of the returned unit was consistent with the complaint incident that the guidewire was bent and coil wire unraveled. The transition point would be an area of stress concentration if the wire receives a bending force during manufacturing or use. It remains unknown if the core wire failure occurred due to supplier quality, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A device history record (DHR) review of lot 15314061 was performed and revealed no issues related to the reported complaint.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.